Event description:
True metrix glucose meter. Gives inconsistent readings. Can get widely varying results on my meter, as much as 50 mg/dl difference. Afraid to trust this meter to know how high my blood sugar is actually reading. I have another meter, free style life that I get more consistent and I believe more accurate readings. The true metrix gives much higher readings than the free style.